Event description:
It was reported that a drainage catheter fracture occurred. The expel biliary drainage catheter was in the patient for 75 days. During insertion of a guide wire to remove the catheter it was noted that the catheter was fragmented. All fragments were removed from the patient by snaring them. The physician felt this was due to interaction with bile or gastric juices.

Event description:
It was reported that a drainage catheter fracture occurred. The expel biliary drainage catheter was in the patient for 75 days. During insertion of a guide wire to remove the catheter it was noted that the catheter was fragmented. All fragments were removed from the patient by snaring them. The physician felt this was due to interaction with bile or gastric juices.

Manufacturer narrative:
Device evaluated by manufacturer: a visual examination identified shaft breakage and separation of a section of the catheter. In addition, breaking and cracking occurs at the punched holes of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Manufacturer narrative:
(B)(4).